Event description:
The customer reported that biotestcell a1 yielded +/- reactions instead of clearly negative reactions. The customer also reported that this issue occurred after the vial of biotestcell a1 had been in use for a few days. The customer has neither returned the samples that had caused false positive test results nor the supposedly defective product. At the time the customer filed his complaint, the supposedly defective product was already expired. Therefore our quality control laboratory could not test it's retained biotestcell a1&b sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.